Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no relevant findings. The customer did provide photos that appear to show some bent epidural needles. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tuohy needle could easily bend and even break. The female patients underwent several punctures instead of just one, increasing the risk of breach. Puncture successfully redone with a set from a different batch."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the tuohy needle could easily bend and even break. The female patients underwent several punctures instead of just one, increasing the risk of breach. Puncture successfully redone with a set from a different batch."